Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch verio iq meter would not power on. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient stated the alleged power issue began ¿(B)(6) 2013¿. The patient manages her diabetes with insulin (unknown type and dosage) and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The patient reported, at an unspecified time after the alleged issue occurred, she developed ¿problems with vision¿. At an unspecified time on (B)(6) 2013, the patient mentioned she went into her doctor¿s office for a visit. She stated her blood glucose was tested with the doctor¿s/clinic meter and obtained a result of ¿350 mg/dl¿. The patient stated her health care professional (hcp) ¿upped insulin units to 75 units¿. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.